Event description:
It was reported the patient lost therapeutic effect following a fall. Impedances were measured, and the results indicated impedances were high (>4000 ohms) on all of the unipolar pairs and on multiple electrode combinations. The lead was going to be replaced but a date had not been set at the time of this report.

Manufacturer narrative:
Concomitant medical products: lead model 3093-28 lot #v741607 implanted: (B)(6) 2011; programmer model 3037 serial #(B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the ins was functionally okay and had in significant anomalies.

Manufacturer narrative:
Product ID: 3093-28, lot# v741607, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
It was later reported at some point, the patient's device stopped working. It was stated a decision was made to surgically remove it and the system was removed on (B)(6) 2014. It was noted the patient fell and didn&#62752;have any benefit. Reportedly, the surgeon noted the wires had disconnected as a result of the fall. Additional information from the healthcare provider stated the patient&#62688;device was removed because it wasn&#62752;working. It was later reported the patient&#62688;device was explanted for lack of efficacy. It was stated the patient had fecal incontinence. It was noted the patient had no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.